Event description:
An (B)(6) male pt admitted for elective left total knee arthroplasty. Procedure was uneventful. At 1802, dilaudid pca pump is initiated on pt by primary nurse. Pt pump is programmed in accordance with standard surgeon's pain pump orders. At 2000, pt is found to be somnolent, he is arousable with stimulation but is very confused. At 2129, it is noted that it looks like pt has an opiate overdose and narcan 0.4 mg IV is administered with immediate improvement of somnolence. At 2130, upon review of pca pump it is found that the entire bag of 10 mg IV dilaudid has been infused to the pt. On (B)(6) 2018, pt is discharged without complications. On (B)(6) 2018, pump is sent to infusystems to obtain key stroke info. Ultimately ((B)(6) 2018) pump is found to be programmed according to order and that the pump has not delivered any medication to the pt. Pump is referred to source MFR moog for add'l evaluation and tubing associated with event is also sent to moog. On (B)(6) 2018, official report received from moog pca pump and tubing are performed to expected standards. On (B)(6) 2018, discussions with moog clinical regarding potential alternate ways to load pca tubing in error which could have potentially contributed to a "free flow" event occurring but moog states that they have not reported cases of error associated with this. Clinician has just seen in her experience in training nurses that yellow cartridge is sometimes loaded outside the pump or placed improperly on the inside of the pump which could "potentially" result in the free flow.